Event description:
The patient had an endobronchial valve procedure on (B)(6) 2023 and developed a pneumothorax. A chest tube was inserted to help with air-leak. Air leak was persistent, and a vats procedure was performed to address the air leak. The chest tube was removed, and the patient was discharged (date not available at this time). The patient passed away on (B)(6) 2023 (approximately 2 months after the procedure) following continuing respiratory decline. The relatedness of the event to the device has not been established. An update will be provided when more information is available.